Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. The patient started therapy over with same supplies. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Complaint was not confirmed. Per the complaint information, the cause of the complaint is use error. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Event description:
A home patient (hp) contacted global technical services regarding a check supply line alarm that occurred on the home choice (hc) unit during fill. The hp stated that she was told to start over with the same supplies, but would not specify by whom. The technical service representative (tsr) explained the alarm and assisted with ending therapy. The tsr explained that the hp can finish the therapy using manual bags. There was patient involvement, but no patient injury or medical intervention reported. A follow up was done via phone. The hp did not have any additional information on the cause of the alarm. The nurse was contacted, who said that she did not tell the hp to start over using new supplies and did not know who had told her to do that. The nurse did not know the cause of the alarm.